Event description:
It was reported that the patient was unable to enter MRI mode. Diagnostics revealed a high impedance on one lead. X-ray imaging indicated migration of both leads. Additionally, the patient experienced pain at the ipg site following recent weight loss. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the entire system was replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.